Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported that the clip applier fires open clips that can not be applied onto the vessel. There was no injury to the patient. Another device was used to complete the case.